Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, failed storage space and the device was not detected on the bus. As per part investigation, it was determined that there was no faults or anomalies were observed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative correction: unique identifier (UDI). Part analysis: the report of the failed storage space/device not detected on bus was confirmed during field service engineer (fse) testing. However, the dchu investigation laboratory showed that assy retractor dwr hh cubie worked as expected. According to work order (B)(4), the field service engineer (fse) powered station off and replaced retractor band. During dchu visual inspection and dchu testing the following findings were observed: assy retractor dwr hh cubie, pn 353844-01 was received and did not show any physical damage, thermal damage or copper strand pin exposure. Dchu testing verified that all retractor band continuity were correctly, and the hardware test application (hta) confirmed that the retractor band operated as intended. The device was in use for treatment purpose as intended per 21 cfr 820.198(d). Root cause: the root cause was not identified; an inspection and functional test were conducted on the assy retractor dwr hh cubie, but no faults or anomalies were observed throughout the evaluation process.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, failed storage space and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the that enhanced half height drawer 1.2 was found to be off the bus. A field service engineer had previously worked on this drawer and had reseated the row board cable; however, the issue recurred. The station was powered off, and the retractor band was replaced to resolve. Customer recovered and tested successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, failed storage space and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.